Manufacturer narrative:
The pods involved were not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency. The customer noted in the report that the "pods are not giving her boluses." The omnipod user guide advises that, "if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance.

Event description:
The customer reported that "her blood sugar continued to rise"; as a result, she went to the emergency room with dka and bg levels greater than 250mg/dl. She stated that "the pods are not giving her boluses." While in the hospital, her doctor managed her condition using several pods. Four days later, however, she was still experiencing dka and was taken off the omnipod system and began insulin injections. The doctor noted that she had received "multiple priming alarms over the past month." The pod will be returned for eval.